Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 400mg/dll. Troubleshooting found that the pump passed the high pressure test and the self test. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer indicated that they would call back if any further issues arise. No further details given.